Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of over 498 mg/dl at the time of the incident, the customer current blood glucose was 600 mg/dl , 300 mg/dl, 440 mg/dl. The customer was hospitalized on (B)(6) 2018 at 12:00 noon. The customer experienced symptoms such as nausea, vomiting and abdominal pain. The customer was treated with insulin injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.